Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming.   A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on october 27, 2014 and is being monitored due to pain. Note: this is a split case with zimmer, inc, (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that a (B)(6) years old female patient, with bmi=27.8, received continuum cup - biolox delta head on (B)(6) 2014 and subsequently she experienced right groin and thigh pain. Warsaw split case is (B)(4). A technical investigation was not possible to perform, as the device were not at hand for investigation, as it remains implanted. No medical data such as x-rays, surgical notes or any other case-relevant documents received. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis; pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: neither x-rays nor operative notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The review of the DHR indicates that the head met all requirements to perform as intended. The patient has a bmi=27.8 which is classified as obesity. However, it is not known whether the high bmi of the patient has an influence on the observed pain. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Further, the investigation of the case involving the warsaw products is accessible under warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).